Event description:
It was reported that a patient underwent a subcutaneous pretricho forehead lift with face-neck lift procedure on (B)(6) 2012 and suture was used. The patient was showing signs of tenderness, redness, and hypersensitivity along the frontal hairline region. The surgeon did a v1 block to remove a maxon suture and the patient was placed on keflex 500 mg tid. The patient was better a week later, then again developed redness, swelling and oozing along the area of a deep suture line. The areas were painful to touch and they continued to seep. The surgeon prescribed bactroban and keflex 500 mg. On (B)(6) 2012, the patient was given a kenalog injection for post auricular mastoid. On (B)(6) 2012, the patient underwent an exploration with suture removal from the forehead and kefex 500 mg twice daily was given. On (B)(6) 2012, the patient went for a second opinion. In (B)(6) 2012, the patient had additional suture removal from the anterior neck and forehead by another physician. The surgeon opines that the patient is allergic to the suture and that contamination from the wig band is possible.

Manufacturer narrative:
(B)(4) - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01041 and 2210968-2012-02230. The same patient is represented in each medwatch.